Event description:
It was reported that a user experienced persistent dexcom g7 continuous glucose monitor (cgm) pairing failures with an ilet system after sensor insertion, resulting in lack of cgm data and improper insulin dosing, with a fingerstick glucose peak of 265 mg/dl; the reported device problem was intermittent communication failure, and the implicated component was the antenna/electrical-magnetic subsystem. Symptoms included hyperglycemia with no associated symptoms. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet associated with intermittent communication failure involving the antenna/electrical-magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.